Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia post leadless implantable pulse generator (ipg) implant. The leadless ipg exhibited increased thresholds and pacing failure. It was believed that this was caused by a slight change in the placement location after implantation. The leadless ipg was reprogrammed and later explanted and replaced with a new ipg. No further patient complications have been reported as a result of this event.